Event description:
The customer was admitted into the hosp for observation after experiencing chest pains. At 7am the customer was in a fasting state; a lab was done and the result was 54 mg/dl and the customer device read 14mg/dl. The customer was treated for low blood glucose. No controls in use. A request was made for the return of the suspect device and replacement product was sent.